Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) along with this left ventricular (lv) lead exhibited high out-of-range (oor) pacing lead impedance (pli) measurements greater than 2,000 ohms. The patient also reportedly felt dizzy though unrelated to device. Additional information from the field representative indicated that the cause of the oor measurements was not identified. A device changeout was scheduled and the lead will then be reevaluated. The device was then explanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.